Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, while the surgeon was trying to register the patient using tracer, the system would not register the patient. A manufacturer representative tried to troubleshoot over the phone and using facetime, but could not tell why the registration continued to failed. A different manufacturer's representative was present, and the surgeon proceeded with the other system which worked fine for the remainder of the case. Use of the navigation system was aborted. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative went to the operating room (or) and looked at the scan and noticed some scan protocol issues; the head stabilizer was pushing on the checks, the for eheads was cut off, part of the ears were cut off, and there was a variance in line spacing and thickness.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.